Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) explanted: (B)(6)product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported that the reason that the pain pump was revised was not because the patient's pump was "loose and floating around" as a result of the patient losing some weight. The patient clarified that this was the reason they were considering doing another revision. The first revision was because the medication was getting backed up in the catheter and the patient would go days without getting the medication. Then, all of a sudden, on one day, the catheter would flush the medication out all at one time completely. The patient's healthcare providers weren't really sure why this issue was happening. Once the catheter was removed, they said it was possible that there was some scar tissue but they really were not sure. No further complications were reported/anticipated. ***there was additional information reported that was not relevant to this event and therefore was omitted; see pe 703590063 - pump angle, loose, floating.***

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen and dilaudid via an implanted pump. The indication for pump use was other non-malignant pain. On (B)(6) 2020 the patient reported that "somewhere in the summer of 2015", her pump was revised because the "staples or stitches or whatever holds it in place" had come loose and the pump started to float. No patient symptoms were reported. No further complications were reported/anticipated.